Event description:
It was reported that prior to the laparoscopic nissen procedure, instrument indicated failure when unit was switched on. They had to open a new instrument to do the procedure. No patient consequence.